Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
When trying to place the stent it got stuck and was removed from the balloon. Stent is now more distal than balloon. The stent did not dislodge, it is still mounted on the balloon but it was loose and moved distally. The physician had difficulty reaching the target lesion due to calcification. The delivery system was safely removed. There was no pt injury.